Event description:
The following description of the event was documented by a carefusion field service tech in response to a phone conversation with a user facility rep. "Screen panel not responding to touch."

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the unit, verified the complaint, and determined that the cause of the reported event was a malfunctioning front panel assembly. The carefusion field service tech replaced the front panel assembly and ran the device through the user verification test (uvt) and operational verification procedure (ovp) per the service manual to ensure the device is operating per factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty front panel assembly for eval. As of march 13 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.